Event description:
Caller reported that a pump malfunction occurred, displaying malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the caller successfully completed, and the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if any further issues arise.